Manufacturer narrative:
The customer reported complaint of the lifeband was wrapped around the driveshaft of the autopulse platform (sn (B)(4)), not allowing the lifeband to extend was not confirmed during the functional testing. The autopulse platform passed the functional testing and worked as intended. Upon further testing the drivetrain was observed with significant surface scarring, damage, and wear, causing the drivetrain to be sticking with the clutch, likely due to the defective component. The defective drivetrain could have caused the lifeband to wrap around the driveshaft, preventing the lifeband from retracting. The drivetrain was replaced to address the damage. It was reported that "the customer is unsure if the platform displayed any error message". The archive data revealed that the autopulse platform displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error messages around the reported event date. The root cause for the user advisory (ua) 45 error was due to the driveshaft not being at "home position". The user advisory (ua) 45 error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, the significant surface scarring, damage, and wear on the drivetrain caused the drivetrain to be sticking with the clutch. As the result, the user might have difficulty pulling the lifeband straps completely up, or manually rotate the encoder shaft to the home position. Upon visual inspection, unrelated to the reported complaint, noticed a cracked front and bottom enclosures. The observed damages appeared to be the characteristics of user mishandling such as a drop. The bottom and front enclosures were replaced to remedy the observed issues. The platform passed the initial functional test without any fault or error. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During training, the customer reported that the autopulse platform (sn (B)(4)) does not retract the lifeband. The lifeband was wrapped around the driveshaft nor allowing it to extend. The customer is unsure if the platform displayed any error message during the reported event. The lifeband was removed and the platform was tested with another lifeband, however, the issue persists. No patient involvement.